Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system was broken on third day of use, and one-third of catheter was remained. Patient underwent a b-mode ultrasonography on his left limb, but broken catheter was not found inside patient's body. CT examination of patient's left upper limb was scheduled on (B)(6) 2019, and the result was unknown.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8107015. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted was evaluated by our quality engineers, and retention samples were subjected to pull force testing to duplicate the damage that they observed. The results from the pull force testing found the retention samples to be performing within the product specification. Also, further observation of the returned device was unable to identify any additional signs of abnormality in the raw materials that could have led to this event.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system was broken on third day of use, and one-third of catheter was remained. Patient underwent a b-mode ultrasonography on his left limb, but broken catheter was not found inside patient's body. CT examination of patient's left upper limb was scheduled on (B)(6) 2019, and the result was unknown.